Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the objective lens of the duodenovideoscope was cracked based on the results of the investigation, the probable cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the objective lens of the duodenovideoscope was cracked. There was no patient involvement.